Event description:
It was reported that during a follow-up, loss of capture was noted on the atrial lead. An x-ray was performed and atrial lead dislodgement was observed. The atrial lead was repositioned on (B)(6) 2022. The patient¿s condition was stable.